Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device eval. The customer's reported complaint description of leaking from the extension leg could not be confirmed. The root cause for the reported defect is unk. A review of the lot history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance spec. A review of the angiodynamics complaint sys noted no trends for this complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported (B)(4) 2015, a pt of unk age and gender underwent a PICC removal post procedure, due to the luer of the PICC partially detaching from the extension leg tubing. The PICC was removed and replaced with a new of the same device. The pt suffered no harm or injury due to the event. It was reported the disposable device is not available for return to the MFR for eval as it was disposed of by the user.